Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the device detected and alarmed a blocked or disconnected pressure sensor during ventilation. The atlan alarmed for "pressure sensor failure", as a nonfunctional inspiratory-/ respectively expiratory pressure sensor was detected during therapy. In this case the airway pressure could no longer be measured adequately, which is why the device switched off the automatic ventilator for safety measures which was accompanied by the corresponding ¿ventilator failure¿ alarm. Manual ventilation remained possible. On site the device was serviced by dräger service engineer. The service engineer found that this maintenance was the first one since the device was delivered. The device issued an alarm ¿service date reached¿ as specified to indicate to the user that the required maintenance interval has been reached. The device was manufactured in january 2021, the IFU describes in chapter ¿maintenance¿ the different maintenance intervals for the different parts from two years to six years. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb, in case it is decided that measures are necessary, this is derived from the pqb.

Event description:
It was reported that the equipment displayed the following message "ventilator failure" during surgery. No injury was reported.